Event description:
The rep reported the device was used during a lap appendectomy. It was reported the tsb35 jammed on the third reload. The instrument was replaced with another to complete the case. There was no consequence to the patient.